Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient experienced a blood glucose level exceeding 600 mg/dl and received a line blocked alarm. Such elevated glucose levels could lead to serious injury. There was patient involvement; however, no harm was reported.